Event description:
It was reported that the comfortgel mattress slid off the stretcher litter causing the patient to fall. The patient was not adversely affected and no clinically relevant delay in treatment was reported.